Manufacturer narrative:
There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. Qa will monitor related complaints and will take action for further occurrences as necessary. (B)(4).

Event description:
Adverse event(s): "no pt involvement reported" (no pt involvement). Product problem(s): "blades were dull" (dull). A customer reported the blades were dull. No add'l info was provided. No pt involvement was reported.